Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is completed, a f/u report will be submitted.

Event description:
The customer reported that the clear insulation disengaged from the device and fell onto the floor during a laparoscopic adrenalectomy and nephrectomy. There was no injury to the pt and another device of the same type was used to complete the procedure.

Manufacturer narrative:
(B)(4). The clear insulation was damaged and half of it was no longer on the device. The device failed hipot testing. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation.